Event description:
The complainant reported that a physician was using the device to perform a colonic dilatation on a pt. The black cap at the end of the balloon came off and detached inside the pt. The pt was scheduled for a colon resection in 2006, and the black cap was removed at that time. The pt did not experience any adverse effects due to the reported malfunction.

Manufacturer narrative:
This device is currently being evaluated by the MFR. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.